Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 100% stenosed ostial right coronary artery (rca). During the procedure, with a 4.5x15mm nc trek balloon dilatation catheter (bdc), post-dilatation was completed and during removal of the bdc from the anatomy, the hypotube broke into two parts. It was suspected that the balloon may not have folded well and could not be retracted back into the 6fr guide catheter, and when resistance was met during retraction, the shaft separated. A new guide catheter and a second balloon were used to trap the separated piece in the catheter and retract it into the introducer sheath, to remove it without issue. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported failure to fold (winged balloon) and separation were confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to fold (winged balloon); however, the reported difficulty removing the device, separation and unexpected medical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.